Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient underwent revision for tibial loosening in 2015 following primary tka in 2014. Patient underwent second revision for loosening and no signs of infection on (B)(6) 2016. All components exchanged but with off label use.